Event description:
It was reported "piedmont received variances against catalog hu1925 tubing oxygen 7ft connector standard latex free due to separation from the cannula hose. It appears it doesn't provide a tight connection and will separate from the cannula hose". It was further reported that the "connection of the tubing slipped off with movement of the tubing, as moving when a patient ambulates or moves in the bed". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.